Manufacturer narrative:
Our product evaluation laboratory received one model# 120602f catheter without any attached components. Blood was visible on outer surface of balloon latex and windings. The reported event of balloon issue was confirmed. The balloon was found to be ruptured around circumference and inverted to distal side. After returning the balloon latex to its original position, ruptured edges were not able to match up. No other visible damages or inconsistency was observed from the catheter body and windings. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. A device history record review was completed and documented that the device met all specification upon distribution. Balloon rupture and catheter separation, as a result of excessive pull force applied to remove adherent material, are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ the catheter had blood on it at time of evaluation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the catheter balloon did not inflate before use. There were no patient complications reported. Patient demographics were unavailable.

Manufacturer narrative:
Reference CAPA-20-00141.